Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.